Event description:
Patient reported left side capsular contracture, baker grade unknown, wrinkling and anxiety. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown.

Event description:
Healthcare professional updated left capsular contracture to baker grade iii.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side "capsular contracture, baker grade unknown, wrinkling, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional later reported capsular contracture, baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture and anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Wrinkling: observed crease fold on the device. Additional observations: crease fold and white particles observed on the device. Observed a broken-on plug strap assessed as surgical damage. Observed a opening on posterior assessed as surgical damage. No further actions are required as the device was implanted."